Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. : the customer reported that he has insulin pump and every time he changes battery it reboots unexpected restart alarm last two or three times. He got a low battery and then got an unexpected restart alarm. The troubleshooting determined that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no low battery alert and unexpected restart error alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.